Event description:
A rep from a surgical facility reported that during retinal detachment surgery, the vitrectome did not cut, however the aspiration was working. There was no harm to the pt. Additional info received via returned questionnaire indicates that there was no unplanned hospitalization, and no medical or surgical intervention required.

Manufacturer narrative:
There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The device history records for this component lot were reviewed and no anomalies were detected. The associated lots were released based on company acceptance criteria. The root cause cannot be determined. (B)(4).